Manufacturer narrative:
The reported event of unexpected mode switch could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that prior to the procedure, during device interrogation for programming, the pacemaker entered backup vvi mode while it was still sealed in its box. Reprogramming was performed and completed successfully, and the device appeared to be functioning normally thereafter. However, the pacemaker was ultimately not used and was replaced with a backup pacemaker as recommended by technical services. There was no patient involvement.